Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were able to successfully scan on a (B)(6) device with fsll version (B)(6), using a known good libre 2 sensor. Extended investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm while wearing the adc device using the freestyle librelink. As a result, on (B)(6) 2022, the customer had a loss of consciousness and a blood glucose test of 1.2 mmol/l was obtained on an unknown device. The customer was brought to the hospital and was provided a glucose injection by an hcp for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.